Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
It was reported that the procedure was to treat the mid posterior tibial artery. Post atherectomy, the 2.5x120 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated, but ruptured at 18 atmospheres. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. It should be noted that the armada 14 instruction for use, states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Although the balloon was inflated above rbp, it could not be determined if the over-inflation caused or contributed to the pinhole rupture. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the pinhole rupture occurred due to interaction with the lesion and/or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.